Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on update screen. A field service engineer (fse) found that the ifixit patch was loaded, and dispatch confirmed the unit was up and running. The customer was confirmed that the unit was operational. The issue was attributed to a microsoft update that caused a station boot up delay. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not working. It was stuck on updated with no progress and rebooted multiple times. There was an error attempting to review the file on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.